Event description:
The customer reported that erroneous free thyroxine (ft4), thyroid stimulating hormone (tsh) and prostate specific antigen (psa) results were generated on an access 2 immunoassay system for multiple patients on different days. This report is three of three and represents the initial, erroneous, elevated psa result, above the normal reference range, which was generated for one patient on (B)(6) 2011. The erroneous result was generated after the customer observed "status controller failed to initialize" errors in the instrument event log. The instrument was rebooted in response to the instrument error. Subsequently, repeat testing of the patient sample on the same instrument produced a lower result within the normal reference range of the assay which were regarded as valid. The initial psa result was not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Instrument assay quality control results generated on the day of the event were within customer established specifications. The samples were collected in serum gel tubes, were approximately eight to twelve hours old at the time of testing and were centrifuged prior to testing.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the input/output printed circuit board. The instrument was returned to service after the completion of the necessary verified repairs. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-03617, 2122870-2011-03618, 2122870-2011-03577.